Manufacturer narrative:
No patient information to date after calls to customer (B)(6) 2021. Unique identifier: (B)(4). A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The adjustable pressure limit (apl) valve was replaced to resolve the reported issue.

Event description:
The hospital reported a malfunction of the adjustable pressure limit valve causing sustained excessive pressure. There was no report of patient injury.